Event description:
The caregiver (cg) contacted baxter's technical service center regarding the patient feeling pressure in his chest, throat, and head on each fill and difficulty breathing, which occurred on the homechoice (hc) during use during dwell 2. The patient just completed drain 2 and the drain volume equaled 2135ml. Draining relieved the symptoms. The largest prescribed fill volume equaled 1300ml. This complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The ultrafiltration (uf) on drain 1 equaled 2ml. The patient did not perform any off cycler manual exchanges or fills. The uf through the last cycle completed equaled 837ml. The cg did not know the dextrose concentration the patient was using or the normal uf for the dextrose concentration used the previous day. The previous days dextrose concentration was 4.25%. The technical service representative (tsr) assisted the cg with the ending therapy early procedure. The tsr advised the cg to call the registered nurse (rn) as soon as possible. The cg stated that the patient has had the same symptoms on every dwell for the last four days. Prior to this the patient was on hemodialysis. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(4) 2012, regarding the reported event. The rn stated she was aware that the patient had experienced pressure in their chest, throat, and head, and was having difficulty breathing. The rn confirmed that the patient?s largest prescribed fill volume (lpfv) equaled 1300ml. The rn stated she did not believe the patient experienced an overfill event but rather he was experiencing fluid overload so he was filtering off large amounts of fluid with each fill. The rn stated the patient had fluid overload and was filtering off the solution so fast he was experiencing these symptoms. The rn stated that with a fill volume of 1300ml and four cycles the patient was pulling off 2-3l a cycle. The rn stated they kept decreasing the patient's fill volume since he was feeling pressure due to all the fluid he was pulling off. The rn stated they found that the patient was able to better tolerate the ultrafiltrations when they increased to 8-9 exchanges. The rn stated since increasing the number of cycles the patient has been performing therapy successfully. The rn stated they pulled off about 20 pounds of fluid because the patient was fluid overloaded. The rn reiterated she did not think the large drain volumes were due to overfill. There was no patient injury or medical intervention reported. The patient is continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.